Manufacturer narrative:
Age at time of event: +18 years. (B)(4). It is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as 2134265-2014-06882 and 2134265-2014-06883. It was reported that automatic pullback failure occured. During an unspecified procedure, the motor drive unit was used in conjunction with an imaging catheter and a sled. It was noted that the motor drive unit had problems with catheter connection, recognition and the automatic pullback failed. Ilab was not rebooted and catheter and sled were not replaced. The procedure was completed with a manual pullback. No patient complications were reported.